Manufacturer narrative:
(B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported ventilator inoperable on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.